Event description:
User alleges when trying to draw up a medication air was being drawn into the syringe from the plastic piece at the very end of the needle. Unable to draw up medication. No exposure due to this event. No treatment reported.